Event description:
Approximately two hours into surgery, chest support plate was noticed to be hanging down from jackson spinal table. Patient's position had drifted downward a little. Plastic part of brace that attaches to osi jackson spinal frame had broken.